Event description:
It was reported that the pt noticed a decrease in vision in her left eye post lens implant. Yag treatment was performed approx 1 month post implant for posterior capsular opacification (pco) and photorefractive keratectomy (prk) surgery was performed approx 3 months post implant. The pt's current prognosis and treatment are dry eye treatment and monitor macular degeneration. Refer to MDR 2031924-2014-00310 for the lens implanted in the pt's right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.